Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
A 2.5 x 15mm fire star balloon ruptured at 10atm. The lesion size was reported to be 2.75 x 30mm and mildly calcified with 90% stenosis. There had been no difficulty advancing the device to the lesion or crossing the lesion, and the device had maintained negative pressure. The balloon partially inflated prior to the rupture, but was deflated with the injector and re-wrapped properly. There was no pt injury. The procedure was completed with another device.